Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #3l; cat # 5517f301; lot # 6l47b tritanium bplate triathlon s4; cat # 5536b400; lot # ctd170462. Tritanium patella-asymmetric; cat # 5552-l-320; lot # 462e1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: left total knee replacement became infected, replaced poly.